Event description:
It was reported that patient had a knee replacement on (B)(6) 2018. After the surgery, the patient gained rom rapidly but always complained of a pinching below her kneecap. An aspiration was performed to check for infection, there was no infection only solid blood. In addition, surgeon performed an arthroscopic surgery, found some synovial membrane being pinched by the components; he could not reach it all and left a small piece. Six months later patient still had pain and four more blood aspirations were performed. Surgeon sent the patient to (B)(6), were another surgeon aspirated the knee and checked for infection. He plans to perform a synovectomy on (B)(6). Patient thinks she might be allergic to the implants. In the last 10 weeks patient developed other systemic health problems: weak forearms, bad arm pain bilaterally, when gripping things it sends extreme pain to elbow, cannot sleep and neck and back seem affected.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no supporting clinically relevant documentation was provided; therefore, a thorough medical investigation could not be performed. It was communicated that this was not a complaint, albeit an inquiry, and that the doctor did not think the implant was causing the patient¿s symptoms. The patient did indicate a positive reactivity to nickel as well as mildly to cobalt and chromium. The root cause of the patient¿s multiple reported symptoms could not be concluded. The patient impact beyond the reported clinical findings and symptoms could not be determined. Should clinical documentation become available, the clinical/medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.